Manufacturer narrative:
E1 - initial reporter address 1: (B)(4). Device evaluated by MFR: the carotid device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. This concludes the product analysis.

Event description:
It was reported that the stent failed to expand, requiring placement of another stent. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified origin of left carotid bifurcation. A 10.0-24 carotid wallstent was selected for treatment. However, upon deployment, it was noted that the proximal segment of the stent could not self-expand, with an adhesion. The stent was not removed, and the delivery system was simply pulled out. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the stent failed to expand, requiring placement of another stent. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified origin of left carotid bifurcation. A 10.0-24 carotid wallstent was selected for treatment. However, upon deployment, it was noted that the proximal segment of the stent could not self-expand, with an adhesion. The stent was not removed, and the delivery system was simply pulled out. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Event description:
It was reported that the stent failed to expand, requiring placement of another stent. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified origin of left carotid bifurcation. A 10.0-24 carotid wallstent was selected for treatment. However, upon deployment, it was noted that the proximal segment of the stent could not self-expand, with an adhesion. The stent was not removed, and the delivery system was simply pulled out. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
Updated: a1 - patient identifier. Updated: e1 - initial reporter zip/post code. Corrected h6 - evaluation conclusion codes. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the carotid device was returned to our post market quality assurance laboratory. A visual and tactile examination identified no issues with the sheath of the device. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. This concludes the product analysis.